Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-12374 and 2134265-2017-12373. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During the procedure, blue screen was displayed and according to the physician, the ilab ultrasound imaging system seemed to freeze during measurement and froze again during pullback. Automatic pullback was reinitiated, however, it failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit passed the polaris basic functions. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-12374 and 2134265-2017-12373. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During the procedure, blue screen was displayed and according to the physician, the ilab ultrasound imaging system seemed to freeze during measurement and froze again during pullback. Automatic pullback was reinitiated, however, it failed. No patient complications were reported.